Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled over onto the pump and the touch screen became shattered. Customer is unable to access pump features due to the shattered touch screen. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.